Event description:
Contact reports an obese pt fell and broke several connections in her construct. The original implant date was in 2006. A revision surgery was performed to remove the broken implants. Since a revision was performed, a report is filed to document this event.

Manufacturer narrative:
Based on the description of the event, the likely cause of the breakage was due to the impact sustained during the fall.